Event description:
It was reported that a patient's blood glucose levels (bg) reached 400 mg/dl, when it was removed from the infusion site for treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
An 0x18 alarm was generated, indicating the device had reached an empty reservoir. The reservoir was confirmed to be empty upon inspection. The exposed portion of the soft cannula was found to be torn. It could not be determined when or how the cannula was damaged. The download data contains no timeouts or drive stalls, indicating that there was no struggle in delivering insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.